Event description:
Follow up reported the device had not worked for many years andit was still in the patient. The patient still has lots of pain in left leg and foot.

Manufacturer narrative:
Product ID: 3887-33, lot# j0019926v, product type: lead. Product ID: 7495-25, serial# (B)(4), product type: extension. Product ID: 7434-e, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient implantable neurostimulator (ins) stopped working and was replaced. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).